Event description:
Add'l info received 9/22/99. Implanted 87, silicone chin implant, soon after began experiencing immune problems. 5/90 - spit up microparticles of tissue containing silicone and silica, had swallowing problems, began having allergies to chemicals, certain medicines, hair loss, mouth ulcers, headaches, arthritis-like pain, tumor on bottom of left foot, rashes, enlarged lymph nodes in neck, cold and tingling hands (raynaud's disease), diagnosed with lupus '95, tested positive to silicone antibodies '96, chronic fatigue, shortness of breath, chest pain, developed pulmonary hypertension, "bronchietasis", nodule in right lung. Miscarriages 1989 and 1995, hormonal imbalance, colon problems worsened and lupus in 1995. Rptr's physician agrees the chin implant caused rptr's problems - solid silicones are dangerous.